Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
An inspection and a review of the DHR was not possible because the product and lot code were not available. The root cause could not be determined. The IFU contains that the instrument shall be used carefully to avoid damages of the product. A more precise statement is not possible with the information given. No deviation found during risk analysis review. No non-conformity was identified. Device was not available.

Event description:
T2 gtn nailing targerter missed the screw hole in the nail. We attempted to drill the proximal screws and the drill bit was hitting the nail and not going through the center of the nail hole. This caused the drill bit to break off inside the patient and we could not get it out.

Event description:
T2 gtn nailing targerter missed the screw hole in the nail. We attempted to drill the proximal screws and the drill bit was hitting the nail and not going through the center of the nail hole. This caused the drill bit to break off inside the patient and we could not get it out.